Event description:
Physician noticed discolored fluid on sterile drapes after scope inserted into abdomen. The clearify visualization system was removed from the sterile field. After investigation, it was determined that the discoloration on the surgical drapes was from the clearify visualization system. Another clearify visualization system brought into the sterile field. Procedure completed without any untoward patient effects. Patient taken to recovery in stable condition.